Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection at the incision site of the implantable cardiac monitor (icm), which was treated with antibiotics. The icm was replaced. No further patient complications have been reported as a result of this event.